Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5.5x80mm supera stent met resistance when attempting to go over the unspecified guide wire. The tip separated during removal as it was noted resistance was met again with the unspecified guide wire. The tip was easily recovered as actual device did not enter the patient's anatomy; however, the unspecified guide wire was in the patient's anatomy during the supera's attempt to go over the guide. Another supera was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported tip detachment was confirmed. The difficulty advancing and difficulty removing were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.